Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Then the device prompts him to do rewind the device, when he did the rewind the device alarmed off no power and the battery was full. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed motor error and the device was able to rewind. No troubleshooting was performed for the off no power. Customer stated he had just the battery the day prior to the alarm occurring. Customer was advised the device need e to be replaced due the motor error alarm. Customer was listening to the return policy and the device got disconnected. Customer called back and customer agreed to return the device for analysis.